Event description:
It was reported that patient device was not working in (B)(6) 2012 and was re-done in (B)(6) 2012. It was indicated that ¿the lead were dead¿. It was indicated that 2 of the leads were not working at all and "a brand new device".a follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported that the implantable neurostimulator (ins) and entire system had to be taken out because it was not working. The electrodes did not work, immediately, right away when implanted. The patient stated that the health care provider (hcp) had to wait for her to recover after surgery and then he went and replaced the entire system on (B)(6)-2012.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v760830, implanted: (B)(6) 2012, product type: lead; product ID 3080, lot# l80012, implanted: (B)(6) 2000, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient; product ID 3023, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3080, lot# l80012, implanted: (B)(6) 2000, product type: lead. (B)(4).